Event description:
Spontaneous call from (B)(6) rn called saying she went to inject the lupron depot and the needle was defective and the medication came pouring out. Provided abbvie's number to call to report. No mention of any adverse effects from missed dose. Will ship replacement once we hear back from manufacturer. Unknown if they saved the device. No other information known. Reported to (B)(6) by: health professional.